Manufacturer narrative:
Inspection shows that the event was caused by the brake of the motorshaft. The sfs (single fault system) was tested on the event lift and found working according to specs. The sfs will prevent any serious injury if a failure in the driving line (motor, gearbox) would occur.